Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that she was in the hospital for really high sugars and they came to the conclusion that it may be my pump. Patient's blood glucose at time of incident was 542 mg/dl. Patient's current blood glucose was 158 mg/dl. Customer had acid reflux and was vomiting. The customer treated for high blood glucose with the insulin pump. The patient had high blood glucose and ketones during hospitalization. The customer stated her sugar was high on monday morning when she was getting ready for work. The customer reported that the insulin pump recommended 7.8 units, and was fine but then was feeling really sick and vomited. The customer was feeling better and went to work, but she was still feeling sick and vomited and her work tried to test her, but it just said high and called emergency services. The customer stated that the they tried to test again and their meter said high and when she got to the hospital they gave her a shot to bring it down, but she was still feeling sick and they gave her medicine for her acid reflux and her blood glucose had gone down to 488 mg/dl but then it went back up. The cause of hospitalization was high blood glucose and diabetic ketoacidosis. The customer was released to treat with manual injections of long lasting insulin and fast acting for meals. The customer was wearing the pump at time of hospitalization. Customer stated the drive support cap appears normal. The customer performed high pressure test and no delivery occurred at 3.6 units. The troubleshoot determined that the insulin pump was functioning as designed. The insulin pump will not be returned for analysis.